Manufacturer narrative:
The product is not available for evaluation; no lot information was provided. No definitive root cause could be established. Review of labeling: possible adverse events: bending, disassembly, or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
A patient underwent an initial surgery on (B)(6) 2024 and was scheduled for a revision adjacent level surgery on (B)(6) 2024. While performing the revision surgery, the surgeon noticed that a mariner set screw had popped off post-operatively. Customer confirms there was no patient injury, no delay in surgery and the surgery was completed successfully. Although requested, the product is not available for evaluation.